Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's rate has been dropping into the 30's according to the hospital's cardiac monitor. The device was checked, and appears to be functioning properly. Follow up was attempted for additional information, but was unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.